Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of over 400 mg/dl. Customer reported removing their infusion set and finding that the infusion set cannula was bent. Customer reported observing a bent cannula on 3 of their infusion sets. Customer believes that the high blood glucose level was due to the bent infusion set cannulas. Customer was able to troubleshoot the bent infusion set cannula during the call. Customer declined troubleshooting for the high blood glucose level as they believed it was attributable to the bent infusion set cannula. The infusion set is not expected to be returned.